Manufacturer narrative:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor rear response button was non-functional. The cause for the failure was a defective rear response button. The root cause for the defective switch could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
During investigation of a patient's monitor for an unrelated issue, a reportable malfunction was found. The monitor rear response button was non-functional.